Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor was replaced. The system was tested and operates as intended.

Event description:
The customer reported the 6600 would not save images. No pt injury was reported.